Event description:
The customer reported that the device failed the user initiated pads/paddles ECG opcheck test.

Manufacturer narrative:
The customer reported that the device failed the user initiated pads/paddles ECG opcheck test. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.